Event description:
Allegedly revised due to grating feeling the patient had.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The product was visually examined and dimensionally inspected. The complaint was reviewed and analysis showed no trend for (B)(4) lot no: 056340910. Photographic images were made and the package insert was reviewed. The device history record was also reviewed.

Manufacturer narrative:
Additional information received 6/6/11:medwatch 3500a received from the user facility. No new information in report. This is the same event as 1043534-2011-00253, 00255. (B)(4)

Manufacturer narrative:
Device #2: investigation is not complete. Trends will be evaluated. The event is addressed in the package insert. Although several attempts have been made, no medwatch 3500a has been received from the user facility. This report will be updated when the investigation is complete. This is the same event as 1043534-2011-00253, 00255.